Event description:
It was reported that a one-link needle-free IV connector had stopped infusing an unspecified amount of norepinephrine into the patient. The certified registered nurse anesthetist observed the no-flow when they noticed the patient¿s blood pressure drop. After the device was reconnected, the blood pressure resumed normal levels. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.